Event description:
Resident was being transferred with mechanical lift from bed to wheelchair with two nursing assistants. While resident was in the lift, her weight shifted, leg strap came off lift and resident fell to floor, landing on left side.